Event description:
Report 1 of 7 from (B)(6) reported debris in sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of the event is unk. If any add'l info should become available, this notification will be updated accordingly.

Manufacturer narrative:
(B)(4) evaluated the product, and confirmed the condition. One part was found with parent material on tray and was rejected. If any add'l info is received, a f/u will be sent. (B)(4).